Event description:
The patient presented with purulent drainage at the neurostimulator incision site on (B)(6) 2024. A washout procedure was performed on (B)(6) 2024. Purulent drainage returned later that week. A superficial incision culture tested positive for gram + cocci. The rns system (rns neurostimulator and two depth leads) was explanted on (B)(6) 2024. Unspecified antibiotics were administered. Diagnosed as a deep incisional infection.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.